Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy peritoneal effluent. The breach in aseptic technique was further described as due to an unspecified touch contamination event. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (1750 mg every three days for 21 days and ongoing) for the event. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.